Event description:
It was originally reported on (B)(6) 2013 that patient never had therapeutic effect and because of that the stimulation had been off since (B)(6) 2012. However, it was later reported that there was some relief in the beginning, but it never gave the results that were hoped for. The patient also had headaches because of it. The patient had a low battery, 2.17 volts, and was about to enter a MRI scan to evaluate lead placement. An impedance of ¿???¿ was measured on the combination of case and 0. The entire system was removed with the request of the patient¿s family due to the lack of efficacy from generalized dystonia. A month later the wounds were healed and there was no interest in re-implantation.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0540933v, implanted: (B)(6) 2005, product type; lead. Product ID: 3387-40, lot# j0537615v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. (B)(4).